Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had pump error. The customer¿s blood glucose was unknown. The pump error occur repeatedly. Troubleshoot was performed. The customer was advised that the insulin pump needed to be replaced the insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with software error bad pointer, impossible default case, parameter out of range, etc. Alarm loop during power up, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify motor error alarm due to software error bad pointer, impossible default case, parameter out of range, etc. Alarm.